Event description:
It was reported that a high capture threshold was observed on the right ventricular lead of an asymptomatic patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.